Event description:
It was reported to medtronic minimed experienced crack in the pump.the event involved products mmt-1885. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1885 was returned for analysis.

Manufacturer narrative:
Unit powered on with unexpected flashing medtronic logo. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, force sensor, keypad flex connector, and j7 connector. Isolate to electronic stack. Test p-cap locked in place properly. The following damages were noted: battery tube threads - cracked, cracked case (battery tube), cracked case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, and scratched case. In summary, customer concern for cosmetic damage on pump case confirmed per visual inspection, flashing medtronic logo confirmed due to corroded electronic assembly. Isolate to electronic stack. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.